Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an advisory code occurred (surges detected) and patient's anterior chamber was unstable just after aspiration in the ultrasonic mode of procedure. There was a symptom of reduced irrigation pressure due to insufficiency of irrigation when using cut and aspiration in vitrectomy mode. The surgery was completed without product replacement. There's no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used sample was visually inspected and no obvious defects were found. Surgical residue and balance salted solution (bss) crystal was in the fluid path of the manifolds and the cassette. The infusion cannula line was not returned. Replacing the lab stock infusion cannula line, the sample was tested on a calibrated constellation console. The sample could prime, tune, and pass intraocular pressure calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. . Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).